Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. (B)(4).

Event description:
It was reported the patient¿s scs system was explanted due to infection at the ipg site.